Manufacturer narrative:
Di: (B)(6). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent thrombosis occurred. In (B)(6) 2015, a 2.50x20mm promus premier¿ stent was implanted in left anterior descending artery (lad). Four days post procedure, the patient emergently presented with stent thrombosis of the previously placed 2.50x20mm promus premier¿ stent. The physician then attempted to treat the lesion with a 2.5 x 12mm and a 2.5 x 20mm promus premier¿ stents, however, both devices failed to cross the lesion. The lesion was eventually treated with implantation of a 2.5 x 8mm promus premier¿ stent. No further patient complications were reported and patient's status was fine.